Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
No atrial egms were seen on remote monitor. It was confirmed that the atrial lead had dislodged. The patient was hospitalized. For diagnostics, chest x-ray was done. Ra lead was revised and remains implanted. Should additional information be received, this file will be updated.